Manufacturer narrative:
Correction: d.4.

Event description:
It was reported that the physician had difficulty assembling the anesthesia set due to the components were incompatible; "the male luer connector at the end of an extension tube did not open the valve on the female y-port". The customer stated that the trauma patient had a delay in critical medications due to the issue however the staff was able to connect the set after fixing the issue . It was later reported turns out to be a compatibility issue with ICU medical¿s male luer lock being unable to engage the smart site y-port on bd¿s tubing sets.the physician was able to quickly determine the incompatibility and change the method of delivery.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the physician had difficulty assembling the anesthesia set due to the components were incompatible; "the male luer connector at the end of an extension tube did not open the valve on the female y-port". The customer stated that the trauma patient had a delay in critical medications due to the issue however the staff was able to connect the set after fixing the issue . It was later reported turns out to be a compatibility issue with ICU medical¿s male luer lock being unable to engage the smart site y-port on bd¿s tubing sets. The physician was able to quickly determine the incompatibility and change the method of delivery.